Event description:
The end user developed an itchy reddened area after wearing the bandage and was treated with a corticosteroid.

Manufacturer narrative:
The end user reported that following a minor injury on her right arm, an ointment was applied to the site and then covered with a bandage. She reported that she developed an itchy, red bumpy area under the bandage. She was prescribed a topical steroid from which she had good results. The sample has not been returned for evaluation. A root cause has not been determined. It is not known if the ointment was a cause or contributing factor to the reported skin irritation. However, due to the need for medical intervention and in an abundance of caution, this medwatch is being filed.